Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from a follow up sent to them. Representative reported that the patient couldn't recall the date they first noticed heating at ins site, patient's weight at the time of event was unknown, patient could not specify MRI results as pocket heating was better, and no known circumstances that would have lead to pocket heating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported the patient was charging and the incision area got very warm and the recharging antenna got very warm. Patient noted he mentioned to healthcare provider (hcp) about implant area getting warm and they said they would do MRI to see if he blew a disc. There was no action was taken prior the call. It was noted patient didn¿t see the thermometer icon when they recharge. Best practices for recharging was reviewed. A replacement antenna would be sent. It was noted ins recharger antenna was getting warm when charging his ins. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient was experiencing heating at the pocket site during charging. The patient ended up having a MRI of the back on (B)(6), 2019. After being in the MRI for 15 minutes, the ins got so hot that the patient couldn't take it anymore and the MRI had to be stopped. As soon as the MRI was stopped, the ins was no longer hot. The MRI tech had looked at the patient's back and took a 5 minute break before starting the MRI again. The 2nd attempt at the MRI took 5-10 minutes, and the ins did not heat up after that. It was confirmed with the patient that their stimulation was fine; they were not having problems with stimulation after the MRI. Information was reviewed regarding how to mitigate heating during recharging. The rep stated they would follow up with the patient. No further complications were reported or anticipated.